Event description:
It was reported that the patient experienced inflation issues with an eight year old inflatable penile prosthesis (ipp) due to fluid loss. A surgical procedure was performed in which the existing ipp was removed and replaced with a tactra penile prosthesis. The patient did not experience any further complications and the new device was fully functional. It was further reported that the fluid loss was identified due to the system being empty. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.